Manufacturer narrative:
The device was returned to the service center for evaluation. The cause of the reported event cannot be determined.

Event description:
The service center was informed that the video system displayed a ¿b30 scope communication error¿ message. The customer reported that the scope (model/serial# unk) maybe have caused the issue. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and correct the previously reported h10 statement as the device was not returned to the service center. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. Addition information from the user facility states that this event occurred when setting up for a procedure and attempting to white balance a scope. Two scopes were tried and both prompted an error. The user swapped out the processor and the issue remained. The same scope on a travel cart was used and worked. The customer had requested an onsite visit with an olympus sales representative; however, the facility performed troubleshooting and determined the unknown model scope to be the issue. The legal manufacturer reviewed the contents of this complaint. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession and variation. The legal manufacturer reported that the root cause for the ¿ b30 error (scope communication err)¿ was attributed to was an abnormality in an endoscope. There was no issue with the facility¿s clv-190.